Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the user reported: "I performed an ultrasound guided biopsy on a retro-mammilar located structure, and wanted to make a clip marking 8g according to the accepted procedure (insertion, application, rotation, remotion). The clip could be placed, but the instrument could not be removed properly from the probe, the most anterior part seemed to be broken. Later in the ultra-sound monitoring I was able to identify a hyperechoic structure that may correspond to the broken tip of the insertion tool. The patient claims about pain. I will try to remove the part again. I have put the insertion aid aside". Additional information (B)(6) 2010: the surgeon will remove the tip of the marker inserter this week.